Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 17 years since the subject device was manufactured. The device was returned as part of the asset return process. The device evaluation found the colored ring on the air/water cylinder and suction cylinder was worn off. The scope connector was damaged. The length of the connector wires including the charged coupled device (ccd) was too short. The water tightness was lost due to a pinhole leak in the covering in the bending section. The bending angle in the up direction did not meet the standard value due to wear of angle wire. The adhesive on the cover in the bending section had a white clouded area, and the coating on the universal cord was peeling. Based on the results of the investigation, the foreign material could not be identified. One possible root cause of the foreign material remaining in the device could be due to a leak in the rubber covering in the bending section. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a whitish foreign material was found inside the air/water tube and inside the air/water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.